Event description:
It was reported that the patient's leadless pacemaker (lp) was failing to capture. X-ray performed revealed that the lp dislodged and migrated to the pulmonary artery (pa). The lp was explanted and replaced. There were no patient consequences.